Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. Unable to verify the weight because it doesn't have the catalog number. A microscopic analysis was performed which identify: one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange from textured to smooth implants due to the patient's concern with the product and "hole, non-specific".

Event description:
Healthcare professional reported implant exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional additionally reported "hole, non-specific". Device was explanted. This relates to the left side.